Manufacturer narrative:
Additional information was received that the device was requested to be checked and restored from storage and there were no issues with it. Therefore, there was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation mode. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.